Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported an epidural hematoma surrounding the lead, resulting in increased back pain and mild sensory changes in the left leg. There was no motor deficit. A CT myelogram showed that contrast did not pass the lead. The hematoma was evacuated and a drain was placed. The patient outcome was reported to be alive with no injury. The indication for therapy was non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.